Manufacturer narrative:
(B)(4). Nicked knife the analysis found that the sc60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, the knife of the 1st device was dull at the 2nd stroke of the 2nd firing when the device was fired on the rectum. The target tissue was slightly thick. The device was pushed out the target tissue at the 2nd stroke. There was no unexpected resistance in closing. There was no unexpected noise. The device was not fired across an existing staple line. There was no anomalies in opening the device. The triggers and buttons returned to their home position after removing from the patient. The same event occurred in the 2nd device. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.